Event description:
Caller reported he experienced and extreme migraines, neck pain, and clicking while turning. He went to (B)(6) in (B)(6) 2013 and was referred to a spinal surgeon. On (B)(6) 2014 caller underwent a cervical fusion c4-c7, anterior cervical plate was implanted and bone graft performed. After 15-16 months, caller's symptoms returned along with grinding. He went in for a revision surgery on (B)(6) 2015 but surgeon left the broken plate in caller and added 2 rods. Caller is still experiencing his symptoms, he is unable to play with kids, keep a job, or sleep with wife. Caller is in pursuit of compensation and has been in contact with lawyers.